Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction on (B)(6)2025. It was reported that since the permanent device was implanted, they didn't feel any stimulation in their vagina. Patient said they felt stimulation in the butt cheek and down their leg to their toes. Patient mentioned that they had to use their abdominal muscles to push their bladder to empty and that was why they put the stimulator in. Patient also said that this morning it took them 7 minutes to go pee. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed therapy information and general programming guidance with the patient. Patient would maintain stimulation level and would continue to track symptoms. Redirected to doctor if issue persists. Patient reported stimulation in different location. On 2025-jan-08, additional information was received from the manufacturing representative (rep). The patient was experiencing a return of baseline symptoms of urinary retention (cannot urinate). The issue was not resolved and was ongoing. Lead appears to be stimulating s2. Feels stimulation in right leg only. They do not have x-rays to confirm. Symptoms have not improved from baseline since it was placed. Physician was going to revise. Not scheduled yet. On (B)(6)2025, additional information was received from the patient. They reported that they were told by their hcp and rep that the lead is not in the right location and will need to be repositioned.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31udm product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.